Event description:
The reporter stated the surgeon was inserting a competitor's lens and the lens tore. The lens was removed with no pt injury. The reporter stated the cause of the lens damage was due to the foam tip plunger. Another same type lens was implanted.

Manufacturer narrative:
Evaluation results - an injector lot # search was performed and similar complaints found.